Manufacturer narrative:
Investigation summary: bd did not receive photos or samples for the investigation and the lot numbers were not clearly identified as being the problematic lot. A complaint history was completed on the suspected lots and this would be the 1st complaint received for the reported defect of clotting. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported after use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: distributor stated that a neuro lab had a sample that clotted.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed device manufacture date: unknown.

Event description:
It was reported after use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: distributor stated that a neuro lab had a sample that clotted.